Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system shut down" (loss of power). The nurse reported the system shut down during a case. The system was rebooted and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The company service rep called the customer to assist with troubleshooting the system. The system and the illuminator shut down at the same time. It appeared that the customer had a bad power strip or the cord was kicked. The customer changed the power strip. The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).